Event description:
A healthcare facility in another country, reported via our distributor that a leak was detected when an rt205 adult breathing circuit was connected to a ventilator. No patient consequence was reported.

Manufacturer narrative:
The device is en route to the manufacturer. The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA.